Event description:
It was reported that the customer states doesn't need supplies and she is not using her purewick system currently because she got a uti, stated she is not sure if she can use the wicks and system anymore because she got an infection, I apologized to that she got a uti, I asked how often was she changing the wicks and she said every 2 days, I advised we recommend changing the wicks every 8-12 hours, stated that may be why she got the infection because she hasn't been changing them that often, I asked if she would use system once uti clears up, stated she would and that she may not be able to afford the wicks if she has to change them every 8-12 hours. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared) it was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.